Event description:
From medwatch: during the course of an arthroscopic procedure of the right wrist, the arthroscopic shaver blade tip broke off. The physician was able to retrieve the broken piece. Direct visualization as well as x-ray confirmed that there were no remaining pieces in the wrist. Intended procedure: right wrist diagnostic arthroscopy, complete synovectomy. Resection of right radial styloid (3 mm). Debridement os scapholunate ligament. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Since the reported product was not available to stryker (B)(4) for evaluation, the reported tip break condition could not be confirmed. This complaint will be closed without a detailed investigation report and based on probable root causes. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root causes for this failure mode can be associated, but not limited to: inadequate window profile, inadequate welding process (i.e. Plasma, inductive, gluing), improper material strength, inadequate size selected for the application, material brittleness, excessive force applied by the user, incorrect rfid tag. There were no reported adverse consequences to the patient as a result of this event. According to event details, the procedure was completed successfully and there were no metal pieces left in the patient. In sum, the unit was not returned and the failure mode was not confirmed.

Event description:
From medwatch: during the course of an arthroscopic procedure of the right wrist, the arthroscopic shaver blade tip broke off. The physician was able to retrieve the broken piece. Direct visualization as well as x-ray confirmed that there were no remaining pieces in the wrist. Intended procedure: right wrist diagnostic arthroscopy, complete synovectomy. Resection of right radial styloid (3 mm). Debridement os scapholunate ligament. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).